Event description:
Our hospital's infection control team is investigating two adult cases of invasive cutaneous mucormycosis due to rhizopus microsporus developing ~ a month after admission in two different units. The chloraprep product was identified on one of the implicated units around the same timeframe of patient infection. This is because the provider identified a couple of purple-like spots on the foam portion of the applicator suspicious for fungal contamination. The applicators were not used on patients and were discarded. The source of infection for the two patients remains under investigation. Manufacturer response for sterile prep applicator, chloraprep clear 3ml applicator (per site reporter). Unknown at this time. Awaiting response.